Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and uterine perforation ('perforation (other) please describe and state the location of the perforation: left side of uterus') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ovarian cyst, pap smear abnormal, tinnitus, headache, renal mass, kidney stones, skin lesion, spastic colon, gallbladder removal, ovarian cystectomy, stiffness, vaginal discharge, itching, cervicitis human papilloma virus, dysuria, alcohol abuse, depression, right upper quadrant pain, rectal fissure, recurrent urinary tract infection, pelvic congestion and adenomyosis. Concurrent conditions included bipolar disorder, anxiety, insomnia, high cholesterol, urinary frequency, bladder spasm, blood in urine, urine odour foul, urinary urgency, dysuria, urine color abnormal, discolouration urine, hot flashes, night sweats and vaginal dryness. Family history included breast cancer. Concomitant products included alprazolam (xanax) since (B)(6) 2011, atorvastatin calcium (lipitor) since 2016, buspirone since (B)(6) 2011, butalbital;caffeine;paracetamol (fioricet) since 2010, eszopiclone (lunesta) since (B)(6) 2014, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2018 and risperidone since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ chronic"), abdominal pain ("abdominal pain"), flank pain ("left flank pain") and vulvovaginal pain ("vaginal pain"), 1 month 12 days after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("heavy bleeding"). On (B)(6) 2011, the patient experienced migraine ("other injuries/symptoms:migraine / migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), metrorrhagia ("metrorrhagia(heavy menstrual bleeding)") and scar ("scar tissue"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and hysterectomy(full) salping (unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, migraine, genital haemorrhage, vulvovaginal pain and scar outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain, metrorrhagia, vaginal haemorrhage, menorrhagia, dyspareunia and flank pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, scar, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, dysmenorrhea, back pain, metrorrhagia, device migration, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and uterine perforation ('perforation (other) please describe and state the location of the perforation: left side of uterus') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included ovarian cyst, pap smear abnormal, tinnitus, headache, renal mass, kidney stones, skin lesion, spastic colon, gallbladder removal, ovarian cystectomy, stiffness, vaginal discharge, itching, human papilloma virus infection, dysuria, alcohol abuse, depression, right upper quadrant pain, rectal fissure, recurrent urinary tract infection, pelvic congestion and adenomyosis. Concurrent conditions included bipolar disorder, anxiety, insomnia, high cholesterol, urinary frequency, bladder spasm, blood in urine, urine odour foul, urinary urgency, dysuria, urine color abnormal, discolouration urine, hot flashes, night sweats and vaginal dryness. Family history included breast cancer. Concomitant products included alprazolam (xanax) since (B)(6) 2011, atorvastatin calcium (lipitor) since 2016, buspirone since (B)(6) 2011, butalbital;caffeine;paracetamol (fioricet) since 2010, eszopiclone (lunesta) since (B)(6) 2014, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2018 and risperidone since (B)(6) 2011. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/ chronic"), abdominal pain ("abdominal pain"), flank pain ("left flank pain") and vulvovaginal pain ("vaginal pain"), 1 month 12 days after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and genital haemorrhage ("heavy bleeding"). On (B)(6) 2011, the patient experienced migraine ("other injuries/symptoms:migraine / migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), back pain ("back pain"), metrorrhagia ("metrorrhagia(heavy menstrual bleeding)") and scar ("scar tissue"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and hysterectomy(full) salping (unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, uterine perforation, migraine, genital haemorrhage, vulvovaginal pain and scar outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain, metrorrhagia, vaginal haemorrhage, menorrhagia, dyspareunia and flank pain had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, flank pain, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, scar, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, dysmenorrhea, back pain, metrorrhagia, device migration, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2020: pfs was received. New events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dyspareunia, perforation: uterus, left flank pain, vaginal pain, scar tissue, genital bleeding were added. Patient concomitant conditions and medical history were added. Concomitant and historical drugs were added. Aka name was added. New reporters were added. Event outcome were added. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ chronic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), back pain ("back pain"), metrorrhagia ("metrorrhagia(heavy menstrual bleeding)") and migraine ("other injuries/symptoms:migraine"). The patient was treated with surgery (hysterectomy(full) salping (unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and migraine outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain and metrorrhagia had resolved. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for: pelvic pain, abdominal pain, dysmenorrhea, back pain, metrorrhagia, device migration, migraine. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs was received. Previously added injury nos was replaced with pelvic pain, abdominal pain, back pain, dysmenorrhea, metrorrhagia, device migration, migraine and device monitoring procedure not performed were added. Date of removal was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.